Manufacturer narrative:
The device was returned and the repair center confirmed the customer's complaint. Additional defects included: the curved rubber adhesive missing, the angle fixing part of the operation part loose and scratches on various parts of the device. The investigation is pending completion. When additional information is provided, a supplemental report will be submitted.

Event description:
The customer contacted olympus to report the image on the endoeye flex deflectable videoscope disappears and returns intermittently during angulation. There was no report of patient impact.

Manufacturer narrative:
The device was returned and the repair center confirmed the customer's complaint. Additional defects included: the curved rubber adhesive missing, the angle fixing part of the operation part loose and scratches on various parts of the device. The investigation is pending completion. When additional information is provided, a supplemental report will be submitted.

Event description:
The customer contacted olympus to report the image on the endoeye flex deflectable videoscope disappears and returns intermittently during angulation. There was no report of patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the reported intermittent image. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to (a) a defect in the image sensor unit, (b) a failure of the internal board of the endoscope video connector, or (c) a system error. Olympus will continue to monitor field performance for this device.